Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported an issue with a 50cc sensation plus catheter. The precise issue was not stated, but the provided pictures suggest possible balloon perforation.